Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed. A complete lead was returned for evaluation with the helix retracted and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual examinations found damage consistent with the implant/explant procedure. (B)(4).

Event description:
After implant of a right ventricular lead, the detection threshold was noted to be low and the stimulation threshold was noted to be high. The lead was explanted and replaced the following day and the patient was stable.